Manufacturer narrative:
One cardiomems hospital electronic system was received for evaluation. Visual inspection verified the printer serial cable was frayed and wires were exposed. A test i2 thermal printer (B)(4) used in placed of the one returned without issue.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the printer serial cable. There were no adverse consequences. The hospital electronic system was replaced.